Manufacturer narrative:
As the reported solero unit (serial number (B)(6)) was not returned, angiodynamics is unable to perform an evaluation. The reported complaint description of generator displaying error 0001 cannot be confirmed as the unit has not been returned for service. The solero troubleshooting guide document states that error 0001 occurs when the initial program loader (ipl) cannot accommodate the number of flipped bits in nand memory. The resolutions listed for this failure are: replace ronetix card. However, without evaluating the unit, this root cause cannot be definitively determined and the resolution cannot be performed. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The unit was manufactured with ronetix card software (sw) version 1.0.4/2.3.9/17. Based on similar reported complaint events of error 0001 being displayed on upon solero generator start-up, CAPA 2017-009 was initiated to address this unit malfunction. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors: will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional event information obtained june 22, 2021: the error 0001 was reported to have occurred during the preparation for the procedure with the patient anesthetized, and not during the microwave ablation procedure as previously reported.

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics director reported an end user experienced an issue with their solero generator. The customer received error 0001 on their unit during a liver tumor ablation procedure (patient confirmed as sedated). A 14cm solero applicator was being used to perform the procedure. They attempted to resolve the issue by turning off the unit, and when it was turned on it gave code 001. They restarted the unit twice, however they were unable to resolve the error code. The patient was converted to chemo embolization treatment in replacement of the ablation, immediately after determining to abort the ablation treatment because the error, this was performed at same time. It was reported the sedation time was extended for more than hour while the issue was attempted to be resolved, it was indicated the reported solero uit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.